Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had impedance variations for close to a year, impedances were greater than 3000 ohms, and the sensing integrity counter was 8000 to 9000 counts. The lead was capped and replaced. No patient complications have been reported as a result of this event.